Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in a moderately tortuous and calcified vessel below the left knee. Vascular access was obtained via the anterograde approach. During a percutaneous transluminal angioplasty (pta) for a patient with critical limb ischemia (cli), the vessel was dilated with a coyote¿ es 2mm x 40mm x 144cm balloon catheter three times; however, during the third inflation at 6atms, the balloon ruptured after 5 seconds. The device was removed from the patient and the procedure was completed with a different device. There were no patient complications and the patient¿s condition is good.